Event description:
Information was received from a healthcare provider via company representative regarding a patient receiving gablofen (500 mcg at 24.98 mcg) via an implantable pump. It was reported that there was a programming discrepancy during the procedure that was not caught from manufacturing representative or implanting physician during tablet confirmation. There were no external factors that were found to have contributed. Specifically, the tablet was updated with "mg" in the medication unit instead of "mcg". The patient is confirmed fine and medical staff has been made aware of this discrepancy. During patient follow up the managing staff updated the concentration units. The issue was resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID: a810, lot#: unknown, serial#: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot#: unknown/unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.